Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that a depth gauge broke during a procedure. The instrument was recovered and the surgery was successfully completed with no patient injury reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Device was evaluated.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. Product development evaluated the product and the event: the broken component on the depth gauge needs to be small in diameter in order for the measurement needle to fit through a hole drilled in the bone. Increasing the diameter of the needle would not allow the needle to fit through the drilled hole. The small diameter needle is inherently susceptible to breakage because of this necessity of small diameter geometry. (B)(4). The design risk assessment is adequate for the intended use. There is no indication to the cause of the complaint. The device was returned and the investigation is ongoing.